Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 83-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, prior to initiation of support. During the procedure, there was distal limb ischemia after the impella was placed. A right antegrade sheath was placed and connected to the left femoral sheath for restoration of distal flow by external bypass, which resolved the issue. Twelve hours after impella insertion, the family withdrew care, and the patient expired on support. The impella functioned at p-5 at 2.8l/min as intended. Limb ischemia may be influenced by patient-specific factors such as the patient's severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics and/or positioning. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction, complicated by cardiogenic shock, along with the complications of stage e shock.

Manufacturer narrative:
Updated information: d4 catalog number updated. Additional information was provided which states that the pump was not retained and will not be returned.

Manufacturer narrative:
Corrected information has been provided in d1. This report is submitted as a follow up to provide corrected information following an internal review. Ppae (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.